Manufacturer narrative:
Continuation of d10: product ID: ev240163, serial# (B)(6), implanted: (B)(6) 2024, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while the patient was admitted to the hospital they went into ventricular fibrillation (vf), the physician noted that the device did not detect and treat the arrythmia. An external code was run, the external shocks would temporarily convert the patient, however, the patient continued to have vf arrest and the family chose to sign a "do not resuscitate" and the patient passed away.